Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the attempted implant of this transcatheter bioprosthetic valve within a previously implanted non-medtronic valve, a computed tomography scan revealed calcified anatomy and a tortuous ascending aorta due to aortopathy. During the procedure, the valve and delivery catheter system (dcs) were inserted into the patient via the femoral access site. Great difficulty was noted while advancing the dcs around the aortic arch. Approximately 5 attempts were made before the dcs was able to be advanced past the aortic arch; however, there was continued difficulty landing the valve at an ideal position for deployment. Two attempts at deployment were made, but each resulted in recapture due to positioning difficulties. During these attempts, the capsule was not reaching all the way to the nose cone, despite the grey and blue portions of the dcs being in contact. Following the second recapture, the valve and dcs were withdrawn from the patient. A new valve was loaded into a new dcs and inserted into the patient. Two attempts were required to advance the dcs past the aortic arch; however, the new valve was successfully implanted in the patient. The event resulted in a 15-minute procedural delay. No adverse patient effects were reported. Additional information was received which clarified that the distal end of the capsule did not cover up the end of the nose cone that is typically covered, and a large gap was noted.

Event description:
Medtronic received information that prior to the attempted implant of this transcatheter bioprosthetic valve within a previously implanted non-medtronic valve, a computed tomography scan revealed calcified anatomy and a tortuous ascending aorta due to aortopathy. During the procedure, the valve and delivery catheter system (dcs) were inserted into the patient via the femoral access site. Great difficulty was noted while advancing the dcs around the aortic arch. Approximately 5 attempts were made before the dcs was able to be advanced past the aortic arch; however, there was continued difficulty landing the valve at an ideal position for deployment. Two attempts at deployment were made, but each resulted in recapture due to positioning difficulties. During these attempts, the capsule was not reaching all the way to the nose cone, despite the grey and blue portions of the dcs being in contact. Following the second recapture, the valve and dcs was withdrawn from the patient. A new valve was loaded into a new dcs and inserted into the patient. Two attempts were required to advance the dcs past the aortic arch; however, the new valve was successfully implanted in the patient. The event resulted in a 15-minute procedural delay. No adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID evfxplus-29 (serial: (B)(6)); product type: 0195-heart valves; product ID d-evolutfx-2329 (lot: unknown); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.